Event description:
The customer reported that the system displayed an x-ray disabled error. There is no report of death or serious injury associated with the complaint. This error will prevent the system from performing fluoroscopy.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is available at this time and no add'l service info was provided.